Manufacturer narrative:
To date, this complaint has not been reported by a med professional or confirmed by the MFR. Without info from a med professional or an explanted device, qa is precluded from commenting on this occurrence. The MFR is also unable to show that the device in question was MFR by this corp. Should add'l info and/or the explanted device become available, the file will be reopened and re-evaluated, according to procedures.

Event description:
Per the info provided to co by means of the pt's rep, the device was removed due to an "infection and erosion".